Manufacturer narrative:
(B)(4)

Event description:
It was reported that the event involved a patient that had a very low cardiac output and blood pressure. The patient was unstable and regressing therefore was taken to the cath lab. An intra-aortic balloon (iab) was inserted in an attempt to stable the patient for further diagnosis. The iab insertion was done by the cardiologist and was uneventful. The intra-aortic balloon pump (iabp) therapy commenced at 1135 hours. At 1145 hours a helium leak alarm and warning was present after the iab insertion. There were no kinks and no signs of blood in the line. The helium tank was at a low pressure of about 40mmhg. The low pressure helium tank was replaced in an attempt to troubleshoot the problem, but the warning message was still present. After a short period blood was noticed in the helium line and the pump console was shut off immediately. Patient's unstable condition and failure of the balloon could not stop the regression and ultimately resulted in cardiac arrest. The patient was resuscitated by chest compressions. The ruptured iab was removed, a new iab was inserted and iabp therapy commenced at 1200 hrs. Percutaneous coronary intervention (pci) was performed and the patient was then transferred to the intensive care unit (ICU). Therapies: oxygen, pain medication, and cardiac drugs. It was noted that the iabp used was the iap-0500, s/n (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: returned for evaluation was a 30cc 8.0fr iab fos. The driveline tubing was also returned with the iab connected to the inflation lumen. Blood was noted within the bladder membrane and driveline tubing. The iab was returned inserted through the teflon sheath. No kinks or bends were noted to the central lumen. The fos connector and cal key were examined. The gray fos connector was properly seated in the housing and both retaining tabs were intact. The center post was centered. The cal key was intact. The bladder thickness was measured at various locations and was within specification. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of blood in the helium pathway is confirmed by visual inspection. The bladder had a puncture consistent with damage from the unraveled flex tip assembly coil which allowed blood to enter the helium pathway. The root cause of the unraveling is undetermined. Engineering has been notified, and the issue will be monitored for any developing trends. (B)(4) has been initiated to investigate cause of the issue.

Event description:
It was reported that the event involved a patient that had a very low cardiac output and blood pressure. The patient was unstable and regressing therefore was taken to the cath lab. An intra-aortic balloon (iab) was inserted in an attempt to stable the patient for further diagnosis. The iab insertion was done by the cardiologist and was uneventful. The intra-aortic balloon pump (iabp) therapy commenced at 1135 hours. At 1145 hours a helium leak alarm and warning was present after the iab insertion. There were no kinks and no signs of blood in the line. The helium tank was at a low pressure of about 40mmhg. The low pressure helium tank was replaced in an attempt to troubleshoot the problem, but the warning message was still present. After a short period blood was noticed in the helium line and the pump console was shut off immediately. Patient's unstable condition and failure of the balloon could not stop the regression and ultimately resulted in cardiac arrest. The patient was resuscitated by chest compressions. The ruptured iab was removed, a new iab was inserted and iabp therapy commenced at 1200 hrs. Percutaneous coronary intervention (pci) was performed and the patient was then transferred to the intensive care unit (ICU). Therapies: oxygen, pain medication, and cardiac drugs. It was noted that the iabp used was the iap-0500, s/n (B)(4).